Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 730 mg/dl at the time of the incident. The customer also had diabetic ketoacidosis. The customer was at 87 mg/dl at the time of the call. The customer was wearing the insulin pump during the incident. The customer thinks the pump may have been not delivering insulin. Troubleshooting was not completed as the customer declined. The customer believes the recalled infusion sets were responsible for their hospitalization. The customer would drop low to around 46 mg/dl then go very high. The customer also mentioned issues with their pump battery cap. The insulin pump will not be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit received with operating currents within spec. Unit passed functional testing including the self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat test at 0.08720 inches. Unit received with cracked case at display window corners and battery tube threads. Unit received with minor scratched display window and case. Unit received with stripped battery cap coin slot (p).